Manufacturer narrative:
(B)(4). No lot number was reported. The lot number of the returned device is unknown. Returned for investigation was a 5fr. Bi-polar pacing catheter from the 5fr pacing/psi kit without the original packaging. The sample was returned in the ups shipping box and was in a sealed bio-hazard bag. The sheath in question was not returned with the sample for the investigation. Upon return, the inflation lumen stopcock was in the open position. The recommended volume capacity of the balloon is 0.75cc. No condensation was noted in the inflation lumen. The balloon appeared typi-cal. The cathguard was noted on the returned catheter; no fluid/ blood was noted within the cath-guard. The touhy-borst adaptor was noted attached to the distal end of the cath-guard. The distal and proximal electrode appeared typical. The supplied safety adapter pins were noted connected to the distal and proximal electrode extension lead. The distal and proximal electrode extension leads appeared typical. No blood was noted on the exterior surfaces of the returned sample. No blood was noted within the interior surfaces of the returned catheter. No visual dam-age noted to the returned catheter. The inflation lumen was injected with 0.75cc of air using the returned control stroke syringe. The balloon inflated symmetrically. One side of the balloon measured approximately 4.5mm. The other side measured approximately 4.5mm. The balloon did meet specifications per graphic of radius ratio less than or equal to 1.5. The inflation lumen was injected with 0.75cc of air using the returned control stroke syringe. The balloon inflated symmetrically. The balloon deflated in less than 3 seconds when the syringe was removed per specification. Upon tug test, no pull away was noted. The balloon was placed in water, and air was injected into the inflation lumen again. No leak was noted. The locking mechanism on the proximal end of the cathguard was tightened, and the catheter was fully secured and exhibited no movement. The locking mechanism on the tuohy-borst adapter was also tightened, and the catheter was fully secured and exhibited no movement. Both locking mechanisms functioned as intended. The distal electrode and distal extension lead (white wire) were connected to a multi-meter and continuity was found between the leads. The resistance measured 1.2 ohms and passed functional testing . The proximal electrode and proximal extension lead (blue wire) were connected to a multi-meter and continuity was found between the leads. The resistance meas-ured 1.4 ohms and passed functional testing. Both distal and proximal electrodes were cross checked, and no short circuit was found. No lot number was reported; therefore, a device history record (DHR) review was unable to be completed. The reported complaint for sheath leaked is not able to be confirmed. The sheath was not returned for investigation. A pacing catheter was received for the investigation with no damage or abnormalities noted. During the investigation, the returned catheter passed visual, dimensional and functional test specifications. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "the sheath and adapters used to comeall put together; now they comeseparate.they were leaking blood from the sheath site due to the missing part. Tape was placed around the connection in an attempt to seal the connection". No patient injury or consequence reported. The patient's current condition is "unknown".

Event description:
It was reported "the sheath and adapters used to come all put together; now they come separate. They were leaking blood from the sheath site due to the missing part. Tape was placed around the connection in an attempt to seal the connection". No patient injury or consequence reported. The patient's current condition is "unknown".

Manufacturer narrative:
(B)(4).